Manufacturer narrative:
11/10/25 repair tech: (B)(6). X1z probe, handpiece shorted. Also replaced control pcb board due to lack of vibration. After changing all the parts let unit run for awhile and did not heat up. Continuous operation due to a short condition in the footswitch cable, worn steri-mate handpiece. Replaced damaged/worn components and recalibrated unit to factory specs. Hpc- (B)(6) 2025. Hp- (B)(6) 2018. Hp-new- (B)(6) 2025. Qa-cr. DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.

Event description:
While the customer was using a cavitron select sps g124, they allege that the insert heated up while in use. No injury was reported from the alleged event.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.